Manufacturer narrative:
Detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced hypotension and pericardial effusion. Toward the end of the farapulse case, the patient became hypotensive, and a pericardial effusion was confirmed using intracardiac echo. A pericardiocentesis was immediately performed, removing 750cc of fluid. The patients blood pressure stabilized, and they were admitted to hospital for overnight observation. The last known patient status was stable. The hospital staff informed the caller today that the patient had improved and would be discharged soon. Additionally, a pentaray catheter was used to create a pre-pfa map and was not in use at the time the effusion was noticed. The caller stated that the physician was unsure when or how the patient injury occurred but stated it could have been from the farawave wire. No further information is available.